Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump recommended a larger than expected bolus. During troubleshooting with tandem technical support it was found that the customer incorrectly programmed their carbohydrate ration settings. Customer cancelled the larger than expected bolus prior to delivering. Customer's blood glucose level was not impacted. Tandem technical support guided the customer through adjusting their carbohydrate setting.